Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the extractor was broken. According to the sr, it was broken during surgery but there was no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the reported event of the tip of the extractor broke could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The breakage was caused by the user. "No rmf threshold exceeded. The extractor is representing a possible option of the removal of a damaged asnis iii 4mm cannulated screw. As the geometrical condition of a damaged screw cannot be for seen it cannot be guaranteed that the removal is possible with the extractor. Therefore other options for removal are represented in the implant extraction system, module 1 ((B)(4)) and module 2 ((B)(4)), --> no correction of the extractor is necessary as the intended use of the device is given." [Original statement r&d] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the extractor was broken. According to the sr, it was broken during surgery but there was no adverse consequences to the patient.